Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 01-dec-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at .06 mg/day) and bupivacaine (10 mg/ml at .06 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that beginning on an unknown date the patient began having neurological issues, the patient went into the hospital and they performed a dye study which confirmed that the catheter was fractured. The catheter was revised on (B)(6) 2018. The caller stated that the next day the patient was experiencing overdose symptoms. On (B)(6) 2018 the pump was programmed to minimal rate because it was realized that it was too much for the patient. After the pump was put into minimal rate the patient started to get increased pain. The hcp required assistance in changing the drug to dilaudid(3 mg/ml at .25 mg/day) and on calculating the amount of time it would take for the drug to be cleared from the infusion system; it was noted to take a range of 75-90 days. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the patient's drug would be changed to hydromorphone (2 mg/ml at 0.012 mg/day) and bupivacaine (4 mg/ml). The hcp did not want to do a total system content removal procedure and required assistance with calculating the number of dates it would take for the old drug to be cleared. No further complications have been reported as a result of this event.